Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 130-160 mg/dl at the time of the incident. The customer stated that he tried to fill 3 reservoirs. The customer mentioned that the issue occurred after flying. The customer declined to troubleshoot for air bubbles during time of call. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. Performed pre-fill reservoir test and no air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoirs connected/locked in place properly.